Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced high blood glucose. The customer's blood glucose was 405 mg/dl at the time of incident. Troubleshooting was performed and it was reported that insulin pump alarmed "motor error" during high pressure test. Customer did not believe that insulin pump worked as design. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The device was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.